Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion, this right atrial (ra) lead was stuck in the header and could not be removed. A portion of the lead remained in the header and the rest of the lead was surgically abandoned. A new ra lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.